Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the patient did not find a new managing healthcare professional for her device. Steps taken to resolve the loss of stimulation in the left leg and onset of pain included contacting a manufacturer representative that got hold of another manufacturer representative. The second manufacturer representative met with the patient and got the device/therapy working. It was further reported that the patient was now able to feel stimulation in the left leg; the pain in her back, left leg, and joints above the left leg had resolved.

Event description:
The consumer reported that the patient was not feeling stimulation down the left leg anymore since she had hit a ditch while riding in a car as a passenger about 4 days prior to (B)(6) 2016. The patient was also experiencing pain across her back, down her left leg, and around her joints above the left leg. It was noted that the patient had contacted a manufacturer representative the day after the pain had started. When asked whether she had used the patient programmer to make adjustments to settings, the patient stated she had tried adjusting stimulation but she had not changed groups or programs. The patient denied assistance in checking the device with the patient programmer and making further adjustments. The patient planned to follow up with a healthcare professional. It was noted that the patient did not have a current managing healthcare professional, and the patient was sent a physician list. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.